Event description:
Or procedure case is tonsillectomy and adenoidectomy. Utilizing bovie. Md said it caught fire for about 2 seconds. He immediately took bovie out of patient's oral cavity, instilled saline in pt's mouth via asepto syringe. The flame immediately extinguished itself. Patient's oral cavity, intact/unharmed.